Manufacturer narrative:
(B)(4) proposed component code: mechanical (g04) - head. D10: cat# 139254 lot# 540860 m2a-magnum 42-50mm tpr insrt-3 g2: foreign - event occurred in canada. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported a patient had an initial right total hip arthroplasty. Subsequently, underwent a revision approximately 5 years later where the femoral stem was found grossly loose and allegations of metal wear. All implants were revised with competitor products. Attempts have been made and no further information has been provided.